Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately calcified and severely tortuous left superficial femoral artery. On the first and second inflations the 3.0x20mm sterling balloon was inflated to six atmospheres. On the third inflation, the balloon was inflated to six atmospheres and rupture. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as no problem with no complications reported.

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).